Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The initial result at 2:03 pm was 3.6 inr. The customer retested as he felt the result was too high and the repeat result at 2:06 pm was 2.7 inr. Different fingers were used for the tests. There was no allegation of an adverse event. The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no change in coumadin, no new medications, and no change in diet. The customer stated he fell about 10 days ago and bumped his head. The fall caused his ear to bleed and his cheek to swell due to how his head hit the ground. He stated his head still hurts a little. The customer did not seek any medical treatment for the fall. The device did not cause nor contribute to the customer's fall. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 272163) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.8 inr. Donor 1 hct: 47%, donor 2 hct: 38%. Testing results: donor 1: retention meter with masterlot strips: 2.4 inr, customer meter with masterlot strip: 2.4 inr. Donor 2: retention meter with masterlot strips: 2.8 inr, customer meter with masterlot strip: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were observed in the meter¿s patient result memory.